Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancets fell out of the drum of the fastclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device however drums were discarded; replacement was sent.